Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis manifested by cloudy pd effluent. The cause of the peritonitis was not reported. It was not reported if the pt was hospitalized. On an unreported date, the pt was treated for the peritonitis with unspecified antibiotics (dose, frequency and route not reported). On an unreported date, the patient had catheterization. The outcome of the peritonitis was not reported. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a follow-up will be submitted.